Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician could maneuver the delivery system into right ventricle as the system could not bend to an acute enough angle. The physician ultimately implanted a transvenous system. No patient complications have been reported as a result of this event.